Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a sub-acromial decompression, the surgeon heard strange noises. He removed the device from the patient and while testing it, outside the patient, the head of the product fractured. It was reported that another product was used to finish the surgery without adverse consequences for the patient and without delay.